Manufacturer narrative:
Addendum: based on examination of the returned product, it was concluded that while in-vivo the shorter exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning then resulted in the longer exhaust tube of the pump to be bent upward towards the strain relief, resulting in the confined abrasion noted. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing at the tubing/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2014, revised and pump/cylinder set removed on (B)(6) 2020 due to a pump tubing tear and leak. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, pump tubing leak (tear). The device was revised. No other adverse patient effects were reported.

Manufacturer narrative:
A titan otr pump and two cylinders were received for analysis. A separation is noted on the longer exhaust tube of the pump at the tube/strain relief junction of the pump. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A small area of confined abrasion was noted opposite of the separation on the longer exhaust tube, indicating the tube had kinked onto itself for a period of time. Partial separations were noted with in abrasion on the inlet tube of the pump. These are not sites of leakage. Abrasion was also noted on the shorter exhaust tube of the pump. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo the shorter exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning then resulted in the longer exhaust tube of the pump to be bent upward towards the strain relief, resulting in the confined abrasion noted. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing at the tubing/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Corrected fields: h6 health impact code, h6 type of investigation codes, h6 investigation findings codes, h6 investigation conclusion code, h10 evaluation summary.